Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review found no history of repair is related to this complaint. Functional testing was able to duplicate the customer reported issue. The investigation determined that alarm loudness was at level 1 and the speaker was old and rusty. The speaker was replaced, and the alarm set to level 2.

Event description:
It was reported that the device had an acu system failure alarm/base not responding and front cover broken. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.